Event description:
It was reported a patient had an infection. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Upon follow-up, it was reported the patient had an infected pd catheter (not a fresenius) product over 2 years prior. The patient contact confirmed the infection was not related to use of any fresenius device, product or drug. The patient is on hemodialysis for renal replacement needs and it was reported the patient has not had any adverse effects related to fresenius products. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4)this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).